Event description:
It was reported that during a thyroidectomy procedure, the instrument suddenly broke during the procedure. The broken part did not fall in the patient. The surgeon changed to use another one to finish the procedure.